Event description:
Customer reported an issue with high blood glucose readings, with the values displayed as "high" (exact value was unknown). Cause was not known. The customer addressed the high blood glucose by administering a correction bolus via pump. Technical support confirmed that the pump was delivering insulin and advised the customer to contact a healthcare provider for further medical advice, and no further assistance was required from their side.